Manufacturer narrative:
Image evaluation was performed on 4 images provided by the customer. The four images included 2 images of the outflow aspect, 1 image of the inflow aspect, and 1 image of a side view. Host tissue was not observed on the valve. Suture holes and blood were visible around the sewing ring. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it was set aside for return by the pathology department at the hospital but was misplaced and likely discarded. However, an evaluation was conducted using images provided by the customer. The customer report of high gradient and severe stenosis could not be confirmed through visual observations. No product evaluation could be performed and the root cause for the high gradient and severe stenosis remains indeterminable. However, patient and procedural factors likely contributed to the event. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device was not returned to edwards for analysis as follow up is still in progress. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards is unable to confirm the clinical observation of high gradient at this time. Should new information be received or the device returned for evaluation, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm pericardial aortic valve was explanted after an implant duration of eight (8) days due to high gradient and severe stenosis. Per obtained operative report, on post-operative day #2, the patient was noticed to have an increased murmur and an echocardiogram revealed high gradient and severe stenosis. The patient was treated with low dose heparin for a thrombosed valve with no resulting change. Due to the high gradient, the patient returned to the operating room on post-operative day #8. Intraoperatively, there was no evidence of thrombus, all of the structures of the valve appeared to be well, there was no evidence of any leaks, and the valve leaflets appeared to be mobile. The reason for the high gradient could not be determined but the surgeon listed chordae dysfunctional aortic valve as the post-operative diagnosis. The valve was explanted and replaced with a larger 25mm pericardial bioprosthesis which appeared to be seated well. The patient tolerated the surgery well and was transferred to the intensive care unit in a satisfactory condition. A post-operative echocardiogram indicated the patient's ejection fraction (ef) maintained at his baseline 60%. Mitral regurgitation (1+) was noted with no valvular abnormality. The (B)(6) male patient was discharged home in stable condition six (6) days after the re-operative surgery.

Manufacturer narrative:
Additional manufacturer narrative: submitted supplemental to include additional medical records received and laboratory test results.